Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the meter was displaying an error 1 message. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 11/21/2014 with the following findings: a review of the meter download showed that an error 1 sub code 17 had occurred. During testing, the meter remote powered on and paired successfully with a test pump. No errors occurred during the investigation. The meter error issue was observed in the meter remote history but was not able to be duplicated during investigation.